Event description:
The consumer reported that her mother-in-law used the product on her skin for an unspecified period of time. When the patch was removed, the consumer described skin removal. The consumer stated her mother-in-law has such thin/sensitive skin that even a band-aid removes skin. The mother-in-law's injuries have since resolved. No further detail was provided.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the rptr to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serous adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.